Event description:
It was reported that the lens was removed intraoperatively due to lack of capsular support. The incision was enlarged, a vitrectomy was performed, an anterior chamber lens was implanted and sutures were placed. According to the surgeon the most likely cause of the event was pt condition (weak capsule). The pt's current status is good. Please reference MDR# 1119279-2013-00149 for the delivery device used in this event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.